Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and clamp function testing were performed and broken occluder feet were found. No evidence of over-torquing was observed. Leak and clear passage testing were performed with no issue noted. The reported issue was confirmed through evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is report 1 of 3 for this event.it was reported that white roller clamp of a mincap transfer set broke during use on a patient. There was a clicking sound and the lock mechanism of the transfer set stopped working during manual peritoneal dialysis exchanges. An antiseptic composed of n-propanol and propanol-2 was being used to clean the transfer set. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4).the device has not been received for evaluation. A review of all batch record documents was performed for potentially associated lot number h12d16046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or additional relevant information become available, a supplemental report will be submitted.